Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved a large automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Three of the events occurred outside of the united states and information regarding a field representative visit was not provided. For one event, a field representative visit was declined by the customer. For the one event, a field representative went onsite to evaluate the device and found there was a fluidics failure of the probes and no o-rings were present. The field representative replaced the probes and o-rings. Further investigation by the manufacturer did not identify a specific root cause for any of the events. No systemic issue with the device was identified during the investigation of these events.

Event description:
This report summarizes <noe>5</noe> malfunction events where erroneous results were generated by the i800 analyzer. The first event involved an erroneous result for hemoglobin a1c for one patient. The patient's age, weight, and gender were requested, but were not provided. The second event involved erroneous results for hemoglobin a1c for two patients. The patients' age, weight, and gender were requested, but were not provided. The third event involved an erroneous result for hemoglobin a1c for one patient. The patient's age, weight, and gender were requested, but were not provided. The fourth event involved an erroneous result for hemoglobin a1c for one patient. The patient's age, weight, and gender were requested, but were not provided. The fifth event involved an erroneous result for creatinine jaffé gen.2. For one patient. The patient's age, weight, and gender were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.